Event description:
The advocate stated, the customer tested her blood glucose and received a contour reading of 89 mg/dl. The customer took insulin based on the reading, but began showing symptoms of hypoglycemia after a few minutes (sweating, dizzy). The customer ate a piece of candy while paramedics were called. Paramedics tested the customer's glucose at 43 mg/dl when they arrived. The customer was taken to the hospital. The advocate did not have the customer's meter or test strips at the time of the call. She ended the call before customer or product information could be obtained. The advocate stated that in the past, the customer used meters that were referenced to whole blood. She alleged the 89 mg/dl reading was not correct since the contour is plasma referenced. No product will be returned.

Manufacturer narrative:
The customer did not provide the meter product code or serial number, so it was not possible to determine the manufacture date or 510 (k) number.